Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer (fae). Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint. This event is being reported due to the following conclusion: the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube insertion and hospitalization to address the issue.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax, which was identified via cone beam computed tomography (CT) 3d imaging. The size was initially moderate but repeat imaging after 15 minutes showed that the size was progressively increasing. A chest tube was then placed to resolve the issue. The target lesion was in the left upper lobe about 24 millimeters in size and about 1.8 centimeters from the pleura. The pneumothorax was thought to have occurred due to incomplete fissure. The physician reported that, even though he was in the path towards the target lesion, the pleura could still be seen. The pneumothorax required chest tube placement, and the patient was ultimately hospitalized for a week. The physician believed that the device caused or contributed to the event.